Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. It was determined the cause of the issue was the user interface pcb. The user interface pcb was replaced to resolve the issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device displays a service led and a solid white screen. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device displays a service led and a solid white screen. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.